Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
While drilling for screw holes, the flexible drill bit doubled over and torqued into a knot.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the wire coiled shaft is extremely damaged. The root cause is attributed to user error; evidence suggests the instrument was used under power in a reverse motion which is not intended for this design. In addition, the date code ag0904 indicates the instrument was manufactured in (B)(6) 2004 and is over 11 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.